Event description:
The customer reported no longer powering on, during inspection for use involving an olympus monitor. There was no patient involvement reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.